Event description:
It is reported that according to the journal of bone & joint surgery article (november 2008), revision surgery was performed 2 years, 9 months after original procedure. At revision, the polyethylene was noted to be in multiple fragments, and the locking ring of the acetabular component was fractured. The femoral component was also grossly loose. Implant and revision dates are unk.

Manufacturer narrative:
Evaluation summary: the devices were not returned for evaluation. The journal article concludes that failure to properly seat the liner within the shell at the time of the original procedure contributed to the fractures of the liner and locking ring. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.